Manufacturer narrative:
The thermogard xp ivtm console (sn (B)(4)) was evaluated on-site and visual inspection found no physical damage. Review of the event log revealed a mid09 (air trap assembly) error message occurred on 18 aug 2017 and not on the customer reported event date of (B)(6) 2017. Examination of the console found fluid on the sensor holes. Based on the manufacturer's review of similar complaints, this observation is related to a mid09 error message. Additionally, unrelated to a mid09 error message, a missing basket coil was observed. After the sensor holes were cleaned and dried, and the basket coil was replaced; the console was functionally tested and operated as intended without any issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
As reported, the customer requests a repair for the thermogard ivtm system (sn: (B)(4)) console. No specific information was provided regarding the nature of the complaint. Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known impact or patient consequence reported.